Event description:
A customer created a 5 field intensity modulated radiation therapy (imrt) plan using a bolus in the body structure for optimization and calculation. Due to user error, the patient was accidently treated without the bolus in place. This leads to a slight overdose to the treatment area. No software or hardware malfunctions occurred. Bolus a material od density nearly equivalent to tissue which may be utilized on the surface of the patient within the treatment beam to compensate for the uneven body contours or to enhance the build up of electrons of the surface of the skin.